Event description:
Download data from a (B)(6) male patient revealed a service code 110. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation inductor l1 was open on the c/a board, which prevented energy from getting to the converter and high-voltage capacitors. The cause for the open l1 inductor was a defective c10 capacitor on the c/a board. The c10 capacitor was shorted and had thermal damage, and the c10 solder pad was lifted form the c/a board. The root cause for the damaged c10 capacitor could not be positively identified. No adverse event resulted from the damaged c10 capacitor. The patient received a replacement monitor.